Manufacturer narrative:
Evaluation summary: there are no returned products or x-rays available to study the implantation technique. Post operation, healing takes around three months with required rehabilitation program and popping of the knee may be due to fall. However, without return of product and/or x-rays, a probable cause for alleged deficiency or pain cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient has been experiencing pain since (B)(6) 2010 and has had numerous falls since. The patient stated that the knee moves all over and she hears a popping.